Event description:
Per pt's mother - son is the one that draws medication out of bottle and sometimes bends needles and then has to redraw. When pt has to redraw uses a new syringe causing the pt to go short and then miss doses.